Event description:
It was reported that pump and cylinders of this inflatable penile prosthesis were not inflating and did not work. The device was explanted and replaced. No patient complications were reported.